Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure with a cholangiogram the device would fire the clip, but the clip did not close around the tissue. The case was completed with another device of the same product code. All known information was reported. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results for the el5ml device found that it was returned with the shaft slightly bent at the cam area and one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition the tissue stop was out of position due to the damage at the shaft. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip was ejected due to the jaw condition. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, nine conforming clips were fed and formed; however, 3 clips were ejected due to the tissue stop being out of position. Finally the device locked out as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The device record was reviewed and no anomalies were noted during the manufacturing process.